Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised to address loosening of femoral and tibial components, found osteolysis and polyethylene wear. Reported that pt fell several times on his knee.